Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that the l5-r screw was removed and replaced. After overlaying the original plan of the screws with the post-operative spin, it was revealed that the l3-l, l3-r, l4-l, l4-r, l5-l, l5-r, s1-l, and s1-r were all misplaced in the same direction which illustrates the clinical manifestation of a drb shift. Although all screws were not placed to plan, only l5-r needed an intra-operative revision. Ultimately, the l5-r screw required an intra-operative revision due to a drb shift and there were no reported adverse effects to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then one was removed and replaced.